Manufacturer narrative:
PMA/510(k) # : p100022. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Importer site establishment registration number: (B)(4). Device evaluation it should be noted that there are four other investigations related to this file. For details of the other investigations please refer to (B)(4). The zisv6 device of unknown lot number involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation ¿ n/a document review as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zisv6 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. There is no evidence to suggest that the customer did not follow the instructions for use. Image review ¿ n/a root cause review a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient pre-existing conditions. From the information provided directly by the customer it is known that the stents were implanted to treat peripheral arterial disease (pad). It is possible that this caused and/or contributed to the stents ¿clogging¿. Based on the information provided to date a definitive failure mode cannot be assigned for this complaint as it is not known what is meant by ¿the stents were clogged¿. This could be referring to a number of potential failures including restenosis or thrombosis. Summary the complaint is confirmed based on customer testimony. However, as a failure mode cannot be established from the information provided, the risk for this file will not be assessed at this time. According to the initial reporter, the patient was admitted to hospital in an attempt to open the stents and was unsuccessfully treated with ¿clogbusters¿ as a result of this event. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Report is being submitted based on the intervention in (B)(6) 2018. On (B)(6) 2017 I had a procedure for pad. Dr. Implanted cook¿s zing ptx paclitaxel - a pad device stent. Ever since then I had an ongoing side effects, medical problems and complications. Following the procedure I had humongous reaction, I spent 3 days in the hospital in excruciating pain and my leg was unrecognizable. My other leg and my hands were also exhibiting swelling and rash. After that for months I was in continuous pain and my leg was swollen. I had a throbbing pain in the area were the stents were from groin to the knee. In (B)(6) I was admitted to the hospital, the stent/stents were clogged. They tried clot busters but it did not work. They then tried to open the artery with balloon which also did not work, and I developed another severe reaction with red spots all over my leg and the leg swelled even more. This is in (B)(6) hospital. After a couple of months I decided to go see a vascular specialist in yale new haven hospital in CT. My leg hurt and was getting very cold and pale. From the beginning, I keep telling the doctors it¿s the stents giving me the problem. I did some research on the internet and found out the that paclitaxel is a chemotherapy drug for cancer patients. That's when I found out that I have chemotherapy drugs in my system. No one asked my permission to put this stent in. Now I have 2, 10cm each long stents in my right leg. Another blockage occured and I had to have another procedure in (B)(6) 2018. They treated me with clogbusters, unsuccessful. Then they reopened the stent. After that my knee started hurting very bad. I went to ortho dr. He took the x-ray of the front of my knee and the side of my knee. When I had the stent put in my leg cardiologist always showed me that 1st stent is from groin then there is a little space and then second stent is to above the knee. On the xray it showed that the stent was bent and it was below and behind my knee. Did the stent move? From the beginning I am feeling my body rejecting the stents. Now the FDA has started worrying about mortality risk if patients with these stents and/or balloons treated with paclitaxel for treatment of pad. This drug may increase my risk of death in the 2nd of 5th year after procedure. What is next? Why is this happening? Since this company came up with this device they must have some answers how to get the stents out. I know the drug is already in my system but how long is it active. Intravenous paciltaxile for cancer has half life about 6 hours, while pactitaxel crystals for pad takes weeks to months. Does the company have any idea of how long? Is there any way to cleanse my system of the drugs? I really need some answers.

Event description:
Report is being submitted based on the intervention in (B)(6) 2018. On (B)(6) 2017 I had a procedure for pad. Dr. Implanted cook¿s zing ptx plactitaxel a pad device stent. Ever since then I had an ongoing side effects, medical problems and complications. Following the procedure I had humongous reaction, I spent 3 days in the hospital in excruciating pain and my leg was unrecognizable. My other leg and my hands were also exhibiting swelling and rash. After that for months I was in continuous pain and my leg was swollen. I had a throbbing pain in the area were the stents were from groin to the knee. In july I was admitted to the hospital, the stent/stents were clogged. They tried clot busters but it did not work. They then tried to open the artery with balloon which also did not work, and I developed another severe reaction with red spots all over my leg and the leg swelled even more. This is in (B)(6) hospital. After a couple of months I decided to go see a vascular specialist in (B)(6) hospital in (B)(6). My leg hurt and was getting very cold and pale. From the beginning, I keep telling the doctors it¿s the stents giving me the problem. I did some research on the internet and found out the that paclitaxel is a chemotherapy drug for cancer patients. That's when I found out that I have chemotherapy drugs in my system. No one asked my permission to put this stent in. Now I have 2, 10cm each long stents in my right leg. Another blockage occured and I had to have another procedure in (B)(6) 2018. They treated me with clogbusters, unsuccessful. Then they reopened the stent. After that my knee started hurting very bad. I went to ortho dr. He took the x-ray of the front of my knee and the side of my knee. When I had the stent put in in my leg cardiologist always showed me that 1st stent is from groin then there is a little space and then second stent is to above the knee. On the xray it showed that the stent was bent and it was below and behind my knee. Did the stent move? From the beginning I am feeling my body rejecting the stents. Now the FDA has started worrying about mortality risk if patients with these stents and/or balloons treated with paclitaxel for treatment of pad. This drug may increase my risk of death in the 2nd of 5th year after procedure. What is next? Why is this happening? Since this company came up with this device they must have some answers how to get the stents out. I know the drug is already in my system but how long is it active. Intravenous paciltaxile for cancer has half life about 6 hours, while pactitaxel crystals for pad takes weeks to months. Does the company have any idea of how long? Is there any way to cleanse my system of the drugs? I really need some answers.

Manufacturer narrative:
Device evaluation: it should be noted that there are four other investigations related to this file. For details of the other investigations please refer to (B)(4).a number of requests have been made for additional information and medical imaging. However, at the time of the investigation, this was unavailable for review. Should any additional information or medical imaging be made available to cirl this file, along with the above mentioned related files, will be re-opened and updated accordingly. This file investigates the event of stent thrombosis noted to have occurred in (B)(6) 2018. From the limited information provided it is known that the patent presented to the hospital with resting leg pain and thrombosis was confirmed in two sfa stents via angiogram. The stents were noted as having a gap between them. The treating physician performed lysis on the thrombus in the stents with good results. High grade stenosis remained between the stents which was treated with balloon angioplasty with good results. The zisv6 device of unknown lot number involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. Document review. As the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zisv6 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that arterial thrombosis is listed as a known potential adverse event within the instructions for use (ifu0118-5). There is no evidence to suggest the user did not follow the IFU. Root cause review. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient pre-existing conditions. From the information provided directly by the customer it is known that the stents were implanted to treat peripheral arterial disease (pad). It is possible that this caused and/or contributed to the event of stent thrombosis. It is also possible that the high grade stenosis in the location between the stents caused and/or contributed to this event. Summary. The complaint is confirmed based on customer testimony. According to the initial reporter, the patient was admitted to hospital in an attempt to open the stents using lysis. The outcome from the procedure was good and the stents were patent following the procedure. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Report is being submitted based on the intervention on (B)(6) 2018. On (B)(6) 2017, I had a procedure for pad. Dr. Implanted cook¿s zing ptx plactitaxel a pad device stent. Ever since then I had an ongoing side effects, medical problems and complications. Following the procedure I had humongous reaction, I spent 3 days in the hospital in excruciating pain and my leg was unrecognizable. My other leg and my hands were also exhibiting swelling and rash. After that for months I was in continuous pain and my leg was swollen. I had a throbbing pain in the area were the stents were from groin to the knee. On (B)(6), I was admitted to the hospital, the stent/stents were clogged. They tried clot busters but it did not work. They then tried to open the artery with balloon which also did not work, and I developed another severe reaction with red spots all over my leg and the leg swelled even more. This is in (B)(6) hospital. After a couple of months I decided to go see a vascular specialist in (B)(6) hospital in CT. My leg hurt and was getting very cold and pale. From the beginning, I keep telling the doctors it¿s the stents giving me the problem. I did some research on the internet and found out the that paclitaxel is a chemotherapy drug for cancer patients. That's when I found out that I have chemotherapy drugs in my system. No one asked my permission to put this stent in. Now I have 2, 10cm each long stents in my right leg. Another blockage occured and I had to have another procedure on (B)(6) 2018. They treated me with clogbusters, unsuccessful. Then they reopened the stent. After that my knee started hurting very bad. I went to ortho dr. He took the x-ray of the front of my knee and the side of my knee. When I had the stent put in my leg cardiologist always showed me that 1st stent is from groin then there is a little space and then second stent is to above the knee. On the xray it showed that the stent was bent and it was below and behind my knee. Did the stent move? From the beginning I am feeling my body rejecting the stents. Now the FDA has started worrying about mortality risk if patients with these stents and/or balloons treated with paclitaxel for treatment of pad. This drug may increase my risk of death in the 2nd of 5th year after procedure. What is next? Why is this happening? Since this company came up with this device they must have some answers how to get the stents out. I know the drug is already in my system but how long is it active. Intravenous paciltaxile for cancer has half life about 6 hours, while pactitaxel crystals for pad takes weeks to months. Does the company have any idea of how long? Is there any way to cleanse my system of the drugs? I really need some answers. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15. Patient required intervention on (B)(6) 2018 following blockage of the stent/stents.

Event description:
Follow up is being submitted to inform the FDA that the investigation is still ongoing. Report is being submitted based on the intervention in (B)(6). On (B)(6) 2017 I had a procedure for pad. Dr. Implanted cook¿s zing ptx plactitaxel - a pad device stent. Ever since then I had an ongoing side effects, medical problems and complications. Following the procedure I had humongous reaction, I spent 3 days in the hospital in excruciating pain and my leg was unrecognizable. My other leg and my hands were also also exhibiting swelling and rash. After that for months I was in continuous pain and my leg was swollen. I had a throbbing pain in the area were the stents were from groin to the knee. In (B)(6) I was admitted to the hospital, the stent/stents were clogged. They tried clot busters but it did not work. They then tried to open the artery with balloon which also did not work, and I developed another severe reaction with red spots all over my leg and the leg swelled even more. This is in (B)(6) hospital. After a couple of months I decided to go see a vascular specialist in (B)(6) hospital in (B)(6). My leg hurt and was getting very cold and pale. From the beginning, I keep telling the doctors it¿s the stents giving me the problem. I did some research on the internet and found out the that paclitaxel is a chemotherapy drug for cancer patients. That's when I found out that I have chemotherapy drugs in my system. No one asked my permission to put this stent in. Now I have 2, 10cm each long stents in my right leg. Another blockage occured and I had to have another procedure in (B)(6) 2018. They treated me with clogbusters, unsuccessful. Then they reopened the stent. After that my knee started hurting very bad. I went to ortho dr. He took the x-ray of the front of my knee and the side of my knee. When I had the stent put in in my leg cardiologist always showed me that 1st stent is from groin then there is a little space and then second stent is to above the knee. On the xray it showed that the stent was bent and it was below and behind my knee. Did the stent move? From the beginning I am feeling my body rejecting the stents. Now the FDA has started worrying about mortality risk if patients with these stents and/or balloons treated with paclitaxel for treatment of pad. This drug may increase my risk of death in the 2nd of 5th year after procedure. What is next? Why is this happening? Since this company came up with this device they must have some answers how to get the stents out. I know the drug is already in my system but how long is it active. Intravenous paciltaxile for cancer has half life about 6 hours, while pactitaxel crystals for pad takes weeks to months. Does the company have any idea of how long? Is there any way to cleanse my system of the drugs? I really need some answers. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15. Patient required intervention in (B)(6) 2018 following blockage of the stent/stents

Manufacturer narrative:
PMA/510(k) # : p100022. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # : p100022. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Investigation is still pending. Report is being submitted based on the intervention in (B)(6) 2018 on (B)(6) 2017 I had a procedure for pad. Dr. Implanted cook¿s zing ptx plactitaxel - a pad device stent. Ever since then I had an ongoing side effects, medical problems and complications. Following the procedure I had humongous reaction, I spent 3 days in the hospital in excruciating pain and my leg was unrecognizable. My other leg and my hands were also also exhibiting swelling and rash. After that for months I was in continuous pain and my leg was swollen. I had a throbbing pain in the area were the stents were from groin to the knee. In (B)(6) I was admitted to the hospital, the stent/stents were clogged. They tried clot busters but it did not work. They then tried to open the artery with balloon which also did not work, and I developed another severe reaction with red spots all over my leg and the leg swelled even more. This is in cu auszultz hospital. After a couple of months I decided to go see a vascular specialist in (B)(6) hospital in (B)(6). My leg hurt and was getting very cold and pale. From the beginning, I keep telling the doctors it¿s the stents giving me the problem. I did some research on the internet and found out the that paclitaxel is a chemotherapy drug for cancer patients. That's when I found out that I have chemotherapy drugs in my system. No one asked my permission to put this stent in. Now I have 2, 10cm each long stents in my right leg. Another blockage occured and I had to have another procedure in (B)(6) 2018. They treated me with clogbusters, unsuccessful. Then they reopened the stent. After that my knee started hurting very bad. I went to ortho dr. He took the x-ray of the front of my knee and the side of my knee. When I had the stent put in in my leg cardiologist always showed me that 1st stent is from groin then there is a little space and then second stent is to above the knee. On the xray it showed that the stent was bent and it was below and behind my knee. Did the stent move? From the beginning I am feeling my body rejecting the stents. Now the FDA has started worrying about mortality risk if patients with these stents and/or balloons treated with paclitaxel for treatment of pad. This drug may increase my risk of death in the 2nd of 5th year after procedure. What is next? Why is this happening? Since this company came up with this device they must have some answers how to get the stents out. I know the drug is already in my system but how long is it active. Intravenous paciltaxile for cancer has half life about 6 hours, while pactitaxel crystals for pad takes weeks to months. Does the company have any idea of how long? Is there any way to cleanse my system of the drugs? I really need some answers.

Manufacturer narrative:
PMA/510(k) # : p100022. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer).exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: ed sutkowski cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Report is being submitted based on the intervention in (B)(6) 2018. On (B)(6) 2017 I had a procedure for pad. Dr. Implanted cook¿s zing ptx paclitaxel - a pad device stent. Ever since then I had an ongoing side effects, medical problems and complications. Following the procedure I had humongous reaction, I spent 3 days in the hospital in excruciating pain and my leg was unrecognizable. My other leg and my hands were also exhibiting swelling and rash. After that for months I was in continuous pain and my leg was swollen. I had a throbbing pain in the area were the stents were from groin to the knee. In july I was admitted to the hospital, the stent/stents were clogged. They tried clot busters but it did not work. They then tried to open the artery with balloon which also did not work, and I developed another severe reaction with red spots all over my leg and the leg swelled even more. This is in (B)(6) hospital. After a couple of months I decided to go see a vascular specialist in (B)(6) hospital in (B)(6). My leg hurt and was getting very cold and pale. From the beginning, I keep telling the doctors it¿s the stents giving me the problem. I did some research on the internet and found out the that paclitaxel is a chemotherapy drug for cancer patients. That's when I found out that I have chemotherapy drugs in my system. No one asked my permission to put this stent in. Now I have 2, 10cm each long stents in my right leg. Another blockage occured and I had to have another procedure in (B)(6) 2018. They treated me with clogbusters, unsuccessful. Then they reopened the stent. After that my knee started hurting very bad. I went to ortho dr. He took the x-ray of the front of my knee and the side of my knee. When I had the stent put in my leg cardiologist always showed me that 1st stent is from groin then there is a little space and then second stent is to above the knee. On the xray it showed that the stent was bent and it was below and behind my knee. Did the stent move? From the beginning I am feeling my body rejecting the stents. Now the FDA has started worrying about mortality risk if patients with these stents and/or balloons treated with paclitaxel for treatment of pad. This drug may increase my risk of death in the 2nd of 5th year after procedure. What is next? Why is this happening? Since this company came up with this device they must have some answers how to get the stents out. I know the drug is already in my system but how long is it active. Intravenous paclitaxel for cancer has half life about 6 hours, while paclitaxel crystals for pad takes weeks to months. Does the company have any idea of how long? Is there any way to cleanse my system of the drugs? I really need some answers.